Event description:
The hosp reported that during the saphenous vein harvesting procedure, two pieces of the scissors tips fell off inside the leg. An endoscope was used to retrieve one piece and an extra incision was made to retrieve the second piece. No other pt complications were reported.